Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A procedure took place and the device was explanted. To date, there have been no adverse patient effects reported.additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) was never explanted for infection and the patient was only treated with antibiotics. This crt-d was revised later on due to normal battery depletion and was replaced with new device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is available at this time. If additional information becomes available the event will be updated.